Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non recoverable system error) expected 6, actual 36. A check of the chiller tank showed it held approximately 400 ml of water. They stated this was indicative of a chiller failure and would discuss repair options with management and get back to us on a way to proceed. Per review of wo on 11may2023, there was failed chiller.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the arctic sun device was failing. Calibration for an error 80 (non recoverable system error) expected 6, actual 36. A check of the chiller tank showed, it held approximately 400 ml of water. They stated, this was indicative of a chiller failure and would discuss repair options with management. And get back to us on a way to proceed. Per review of wo on 11may2023, there was failed chiller.